Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements over the past year. Impedance trends showed measurements had risen from approximately 900 ohms at implant to triggering a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms, with a recent measurement of 2,019 ohms. There was no evidence of noise after the lss. Additionally, right ventricular auto-threshold (rvat) tests were stable and had improved over past couple of months from 0.8-0.9 v to 0.5-0.6 v. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced. The crt-p was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pace impedance measurements over the past year. Impedance trends showed measurements had risen from approximately 900 ohms at implant to triggering a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms, with a recent measurement of 2,019 ohms. There was no evidence of noise after the lss. Additionally, right ventricular auto-threshold (rvat) tests were stable and had improved over past couple of months from 0.8-0.9 v to 0.5-0.6 v. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.